Event description:
It was reported that after the end of a sensing test, the rate remained at the test rate. The device is still in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis it was reported that there was normal battery depletion.

Event description:
It was reported that after the end of a sensing test, the rate remained at the test rate. The device is still in use. No further patient complications reported as a result of this event. It was later reported that an elective replacement indicator was triggered. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.